Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿broken buzzer during testing.¿ the unit was triaged and the customer¿s reported condition was confirmed. Visual inspection found that component u14 had been damaged, causing lifted pads and broken traces. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was noticed during testing that the unit had a broken buzzer. There was no patient involvement.